Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device had patient side occlusion. No patient involvement was reported.

Manufacturer narrative:
This file has been reassessed and is no longer reportable.

Event description:
It was reported that the device had patient side occlusion. No patient involvement was reported.